Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cleo infusion set in the starter kit was damaged and half of the adhesive was missing. It was also identified that the infusion site was half hanging out from insertion site. The event occurred during infusion to the patient and there was no patient harm reported.